Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that med not recognized for dispensing. A technical support specialist dialed the server and marked the order as 'do not dispense.' The order status was verified, and the customer was contacted to confirm the reason for this setting, as the checkbox appeared to be unchecked. It was noted that the patient¿s own medication was listed in a specific section in cerner, which may have triggered the 'do not dispense' status. The customer acknowledged and confirmed the configuration. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, med not recognized for dispensing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.